Event description:
It is reported that the device was implanted in (B)(6) 2007 and that the pt was revised for pain. Osteolysis was found under the screws of the nk ii plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.